Manufacturer narrative:
The manufacturer (OEM) received the camera head involved with this complaint and completed the device evaluation. Failure analysis investigation did not confirm the reported complaint. The camera head passed all tests. There was no trouble found.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the image was flickering. The procedure was converted to open surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: at the beginning of the procedure, the issue was that the camera/ picture began to shake. The procedure was converted due to surgical/technical difficulties, not due to the camera issue. There was no troubleshooting performed with technical support. The open procedure went well and there was no harm to the patient. The issue with the camera happened in a previous procedure, which was resolved by changing the camera cable. The system was inspected prior to use and there were no issues noted during setup. There were no issues with port placement. There were no post-operative complications.